Event description:
The clear clamps on the exactamix 250ml eva containers manufactured by baxter (lot:60242178, expiration date: 04-30-2023, ref h938737) are extremely difficult to close. We had 1 bag leak its contents due to the clamp not closing. We are unable to clamp other exactamix 250ml bags with clear clamps.